Event description:
It was reported that there were white floating particles in a small volume intermate. The device was filled with an unspecified amount of caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the lot was manufactured december 12, 2014-december 17, 2014.the device was received for evaluation. Visual inspection revealed a white particulate 1.73 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.